Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2010 and verified all hydro connections and checked canister o-rings. Fse was unable to determine cause of the leak.

Event description:
A customer contacted beckman coulter inc (bci) stating they noticed a leak when the hydro tray was pulled out but could not locate the source of the leak. The customer was not splashed or sprayed with the fluid.